Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Subject device has not been explanted. The investigation could not be completed, no conclusion could be drawn as no product was received. A device history record review has been requested.

Event description:
During an intramedullary nailing procedure: the surgeon inserted the nail and locked the nail in place proximally, surgeon then went to lock the nail in distally with the locking screw experiencing a little resistance. Surgeon continued to torque the screw through the nail and the head of the locking screw snapped off. Surgeon determined that the screw was in far enough to lock the nail and the shaft remains in the pt.